Manufacturer narrative:
The root cause of the reported clinical observations was not identified. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited a pacing impedance measurement greater than 3000 ohms. All other lead diagnostics are normal. The patient was brought into the clinic and no noise or out of range impedance measurements were produced during isometrics and pocket manipulation. An x-ray was performed which did not identify any issues. The physician will continue to monitor the patient. No additional adverse patient effects were reported.